Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with moisture damage on the motor and force sensor.

Event description:
The customer reported via phone call that insulin pump had foggy screen when they went swimming. The customer¿s blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.